Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per report received from germany, edwards received notification of a pascal procedure in mitral position by right femoral vein. After inserting the guide sheath (gs) and after removing the introducer and wire, an accumulation of air bubbles in the left atrial appendage (laa) was observed. The device preparation was done according to the IFU, nothing unusual was noted. The patient was under general anesthesia. The guide sheath (gs) handle was not elevated while inserting into the patient, and a syringe was left on the introducer until the guidewire was inserted. Saline drips/pressure monitoring devices were not attached to any of the devices handles. The insertion of the gs was uncomplicated. When the physician aspirated the gs no air was pulled back into the syringe. At the end of the procedure the air had vanished from the laa. The patient was well after the procedure and with no symptoms observed during the procedure and no treatment was required. The patient is in stable condition. As per the medical opinion the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, impact code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation, labelling review and analysis of images. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint events were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence. There were no manufacturing non-conformities identified from the device history record review or returned imaging. Potential root causes may include: the guide sheath handle not being elevated during insertion, air from a non-pascal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.